Event description:
Additional information received from the initial reporter confirmed the malfunction occurred during the inspection stage.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, but it is likely that the problem is caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment full name: (B)(6). The device was returned and evaluated. In addition to the malfunction documented in b5, the other evaluation findings were as followed: due to damage on charged coupled device unit in endoscope connector, color tone of the image was not proper, due to damage on video plug, color of the image was not proper, due to damage on charged coupled device unit, a noise image occurred, because electrical contact of video connector was shaved, noise image occurred, due to damage on light guide cover glass, water tightness was lost, bending section cover rubber had a scratch, adhesive on bending section cover rubber had a chip, light guide cover glass had a scratch, video connector had a scratch, due to wear of angle wire, bending angle in up direction did not meet the standard value, light guide connector had a scratch, right/left lever had a scratch, switch 1 had a scratch, angulation lever had a scratch, forceps elevator had a scratch, up/down plate had a scratch, universal cord had discoloration, grip had a scratch, control unit had a scratch and right/left plate had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope had a comprised image. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the color tone of the image was abnormal. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.